Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during procedures, the gas suddenly rose to the maximum flow and pressure without doing anything. Causing sudden up rise to gas content in the intraabdominal area. No negative impact in state of health reported.